Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a loose grip cable at the grip hub. The instrument failed an intuitive imprecise motion test along with the clip test. The probable root cause of difficulty applying a clip is attributed to a damaged grip cable leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was not working appropriately for the surgeon. The instrument would not hold clips reliably. The procedure was completed with no reported injury.